Event description:
Achieve programmable automatic biopsy system did not recock after sample taken, 14 gauge achieve needle. New biopsy device used to finish procedure. No complications. Device packaged and sent back to company by breast imaging.